Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient could not see sensor wire and had some difficulty with insertion during sensor startup period. Dexcom technical support advised patient to listen for two clicks when inserting sensor.